Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was successfully deployed without incident in the infrarenal ivc for dvt and a contraindication to anticoagulation. Approximately six months post filter deployment, a filter retrieval procedure was performed. Access was gained to the right internal jugular vein using micropuncture technique and ultrasound guidance. A retrieval device was advanced over a wire so that the tip of the sheath was at the level of the tip of the filter. Multiple attempts to capture the tip of the filter were unsuccessful despite repositioning of the wire. It was felt that the filter was tilted anteriorly and the tip could not be captured; therefore, the decision was made to leave the filter in place. Hemostasis was obtained using brief manual compression. The patient tolerated the procedure well and there were no immediate complications. Approximately one year eight months post filter deployment, a filter retrieval procedure was performed. Access was gained to the right internal jugular vein and a venacavogram demonstrated the filter tilted anteriorly within the peripheral portion of the ivc. A retrieval device was advanced and several attempts were made to capture the cone of the filter. The filter cone could not be completely engaged by the retrieval device as it was embedded in the anterior wall of the cava. The retrieval procedure was terminated and there were no immediate procedurally related complications. Approximately seven years nine months post filter deployment, a kub demonstrated the filter in place with its tip at the level of l3-l4 unchanged from a previous exam. Two of the filter limbs were bent, one was pointing cephalad, but likely to be incidental and insignificant relative to filter function. One of the bent filter limbs was seen on a previous exam. Approximately nine years nine months post filter deployment, a kub demonstrated no change in the position of the filter. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the medical records allege a filter was implanted successfully below the renal veins. Approximately six months after implantation, an unsuccessful retrieval attempt was allegedly performed. It was reported that the filter could not be retrieved as it was tilted anteriorly. Approximately one year and eight months after implantation, a second retrieval attempt was performed. Several attempts were made to capture and retrieve the filter unsuccessfully. It was reported that the filter was tilted anteriorly with the tip embedded in the wall of the ivc. Imaging taken approximately six years later allegedly demonstrated two deformed struts. It was noted that these findings were incidental and not of significance related to filter function. Based on the medical record review, filter tilt, two unsuccessful retrieval attempts, and material deformation can be confirmed. A tilted filter can lead to retrieval difficulties. It is unknown how the filter became tilted. It is possible that the limbs were bent or deformed during the retrieval attempts; however, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. Recovery filter removal: do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately six months post vena cava filter deployment for dvt and a contraindication to anticoagulation, during a filter retrieval procedure, the filter was found to be tilted. Despite multiple attempts made, the filter was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. Approximately one year eight months post filter deployment, a filter retrieval procedure was performed. Despite multiple attempts made, the filter was unable to be retrieved. There were no immediate complications. Approximately seven years nine months post filter deployment, a kub demonstrated the filter in place and an incidental finding of two bent limbs. Approximately nine years nine months post filter deployment, a kub demonstrated no change in the position of the filter. No additional information was provided in medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six months post vena cava filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. Approximately one year eight months post filter deployment, a filter retrieval procedure was performed. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. Approximately seven years nine months post filter deployment, a kidney, ureter, and bladder (kub) x-ray demonstrated the filter in place and an incidental finding of two bent limbs. Approximately nine years nine months post filter deployment, a kub demonstrated no change in the position of the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months post filter deployment, filter retrieval was attempted. Multiple attempts to capture the tip of the filter using retrieval device and sheath but were unsuccessful despite repositioning of the wire. It was felt that the filter was tilted anteriorly and the tip could not be captured therefore, the decision was made to leave the filter in place. Approximately one year eight months post filter deployment, another filter retrieval was attempted. Access was gained to the right internal jugular vein and a venacavogram demonstrated the filter tilted anteriorly within the peripheral portion of the ivc. A retrieval device was advanced and several attempts were made to capture the cone of the filter. The filter cone could not be completely engaged by the retrieval device as it was embedded in the anterior wall of the cava. The retrieval procedure was terminated. Approximately seven years nine months post filter deployment, kub revealed two of the filter limbs were bent, one was pointing cephalad. Approximately two years later, xr abdomen spine revealed at least 2 filter legs appeared to be discontinuous with the head of the filter. Note was made of a filter leg projected over the right side of the mediastinum, compatible with remote embolization to the right pulmonary artery. Therefore, the investigation is confirmed for filter tilt, retrieval difficulties, material deformation and filter limb detachment. Per medical records, multiple attempts were made to engage the apex of the filter using retrieval device but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review : a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, g4, h6(device: 2907) h11: b3, h6(device, method and conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.